Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the svc ctr, the device did not alarm when a distal occlusion was present.